Event description:
Medwatch: mw5157590. It was reported that the coating sheared off and was left unretrieved. A v-18 control wire was selected for use. However, during the procedure, it was noted that the hydrophylic coating sheared off and remained inside the patient. No further complications were reported.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.